Event description:
An end user's husband has called to report that the strap broke on this sling and did not hold his wife. No injury had occurred. This is a sling used for standing and had been used for over 2 years.